Event description:
(B)(4). Chronic neck pain, depression, anxiety. This was provided by insurance. Since the essure was placed I have had horribly heavy periods and intermittent stabbing pain in the pelvis which has now become chronic and constant. I have to have a hysterectomy on (B)(6) 2015.